Manufacturer narrative:
A review of tickets determined that there is no increase in complaint activity for lot number 94521li00 regarding false reactive patient results. Returns were not required for testing during the investigation. Historical performance of the architect havab igg assay was evaluated using world wide data from abbottlink. The median and the standard deviations to cutoff of the negative population was within 2 sd of the overall median and the mean standard deviations to cutoff across all lot numbers. This indicates that the lot number is performing in line with all other reagent lots in the field during the reviewed timeframe. The customer's complaint is not related to the field action fa28sep2018. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified architect havab igg, lot 94521li00. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6c27.

Event description:
The customer observed multiple falsely elevated results and imprecise quality controls (qc) while using architect havab-igg reagents. The following data was provided (s/co): (B)(6). No impact to patient management was reported. Update december 11, 2018: additional patient data was provided (s/co): (B)(6).